Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was isolated to the u608 component having no output. The root cause for the damaged u608 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.